Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated using a non-bsc device. The 2.50x24mm taxus liberte stent delivery system (sds) was advanced to the lesion but could not cross. When the device was removed stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)